Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. During baseline testing, the touch response stopped. Logfiles were downloaded, and data review revealed no error code had been recorded. The device was disassembled, and the lcd touchscreen was swapped out. Once swapped out, the product issue disappeared, indicating a problem with the lcd touchscreen. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the programmer's touchscreen became unresponsive. Power cycling the programmer temporarily fixed the problem for a few minutes, and back at it again. No patient involved. The programmer will be replaced.